Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / uterine perforation') and fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal. Bleed"), abortion spontaneous ("miscarriage"), pelvic pain ("pelvic pain female / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, back pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, metrorrhagia, iron deficiency anaemia, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, neoplasm, vaginal haemorrhage and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, neoplasm, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, general. Abnormal. Bleed, psych injury, migration fallopian tubes perforation, uterine perforation, bladder problems. And urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / uterine perforation') and fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital hemorrhage ("general abnormal. Bleed"), abortion spontaneous ("miscarriage"), pelvic pain ("pelvic pain female / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), vaginal hemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, genital hemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, back pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, metrorrhagia, iron deficiency anaemia, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, neoplasm, vaginal hemorrhage and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital hemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anemia, menorrhagia, metrorrhagia, nausea, neoplasm, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder, uterine perforation and vaginal hemorrhage to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, general. Abnormal. Bleed, psych injury, migration fallopian tubes perforation, uterine perforation, bladder problems. And urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: pfs received- new event abnormal bleeding (vaginal) and dyspareunia (painful sexual intercourse) were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / uterine perforation'), fallopian tube perforation ('perforation fallopian tubes'), genital haemorrhage ('general abnormal. Bleed'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain female / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, back pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, metrorrhagia, iron deficiency anaemia, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea and neoplasm outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, neoplasm, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, general. Abnormal. Bleed, psych injury, migration fallopian tubes perforation, uterine perforation, bladder problems. And urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury" was updated as "chronic, dysmenorrhea (cramping)", events- " apareunia, pelvic/abdominal ,back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia, general. Abnormal. Bleed, hypersensitivity, psych injury, pregnancy, device ineffective, stillbirth/miscarriage, migration, fallopian tubes perforation, uterine perforation, bladder problems. ,urinary problems, fatigue, gi conditions, dental problems, hormonal changes, headaches, nausea and tumor", patient information added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.